Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. Litigation alleges corrosion and friction wear is believed to have caused amounts of toxic cobalt-chromium metal debris to be released into patient's tissue surrounding the implants. Added complainant information and unknown stem for the alleged toxic cobalt-chromium. Updated date of implant. Doi: (B)(6) 2008; dor: (B)(6) 2014; (left hip).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
After review of medical records for MDR reportability, it was reported that the patient was revised to address failed hip and adverse metal reaction. Revision note stated, the femoral and acetabular component were found to be tight. The sciatic nerve palpated and found to be in continuity and not under tension.